Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: did device jaws cut vessel? Or did clip cut vessel? Was there any bleeding that occurred? If bleeding, please quantify amount of blood loss? Were any blood products given? If there was bleeding, was new device of same code used during case to control bleeding? Was there any change to procedure or post-op patient care?

Event description:
It was reported that during a vascular procedure, the clamp cut the vessel instead of to clip it. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the msm20 device was returned in good visual condition. In addition, a bag with one unformed clip was received along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the reported incident.